Event description:
It was reported that the patient experienced cardiac tamponade. The lead had perforated the patient. A thoracotomy was performed and fluid from the tamponade was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.